Event description:
Allegedly, a pt was artificially inseminated in 2000. Bhcg levels did not increase as they should during normal pregnancy. A tubal pregnancy was suspected. Numerous ultrasounds did not reveal any problems. Pt was then informed that they had trophoblastic disease or hydatidiform mole. Three doses of methotrexate were administered in nov. 2000. Bhcg levels remained elevated. Pt underwent a hysteroscopy, d&c, and laparoscopy on dec. 2000 revealing "nothing out of the ordinary". Bhcg levels remained elevated through jan, 2001. Methotrexate was administered on jan, 2001. Bhcg levels remained elevated.